Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."

Manufacturer narrative:
Correction: event date; (B)(6) 2018.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support of observing evidence of a fluid leak in the cassette housing when setting up a new treatment. It is unknown if the cycler alarmed. The patient was advised to discontinue use of the cycler and to contact the clinic. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that there was no complications experienced as a result of the alleged event and that no treatments were missed. Patient resumed treatment on a replacement cycler.